Event description:
It was reported that at implant, the right ventricular (rv) lead was noticed to have a strange shape of the lead tip and an unusual look of the distal end of the rv coil. The rv lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the stylet was bent and the lead appeared damaged at implant. The analyst commented that both the superior vena cava and right ventricular exposed coils are slightly distorted, it could not be determined at the time how it occurred but the lead passed the introducer test and is within specification.